Manufacturer narrative:
Patient date of birth unavailable. Device expiration date unavailable. Device manufacture date unavailable.

Event description:
A procedure commenced to extract two leads: a left ventricular (lv) lead due to redundancy (had been cut and capped), and a right ventricular (rv) lead due to non function. During removal of the lv lead using a lead locking device (lld) as traction, a pericardial effusion resulting in tamponade was detected. Rescue efforts began, including pericardiocentesis and median sternotomy. An injury in the posterior myocardium was discovered. The perforation was successfully repaired, a new lead was implanted, and the patient survived the procedure.